Event description:
On (B)(6) 2025, the patient required a second surgery performed by dr. (B)(6) at (B)(6) hospital due to a subcutaneous collection that had not responded to conservative treatment. Initially identified via CT scan as subcutaneous, the condition progressed to an abscess, prompting reoperation for infection management. Dr. (B)(6), another surgeon from (B)(6) hospital (unrelated to this event) contacted the field sales associate to confirm appropriate antibiotic therapy and advised the surgical team at (B)(6) not to explant the device. Purulent fluid was aspirated, and the fascia was opened for washout. The surgical team observed synthetic fibrous strands on the bowel, an unexpected finding for bio-a®. Drains were not used, as the defect was relatively small (approximately 6 cm). The mesh was secured using a running suture with absorbable polydioxanone (pds), without the use of anchors. In response, the surgeon has requested enhanced education for nursing staff and an in-service training session to ensure proper labeling and stocking of mesh products. The patient is reportedly doing well at this time. 2203 ¿ other: gore® synecor intraperitoneal biomaterial was inadvertently implanted instead of gore® bio-a® tissue reinforcement.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w.l. Gore internal case number. A2 - a4: age, gender, and weight were requested, but not provided. H3: review of the manufacturing records and engineering evaluation could not be performed as a valid lot number was not provided, and the device remains implanted. H6 - code b13: additional information regarding the event were requested from the physician. The provided additional information is captured in the event description. H6: medical device problem code used a24: gore® synecor intraperitoneal biomaterial was inadvertently implanted instead of gore® bio-a® tissue reinforcement. The instructions for use (IFU) for the gore® synecor intraperitoneal biomaterial state, ¿possible complications with the use of any tissue deficiency prosthesis: complications which may occur include, but are not limited to: infection, seroma formation, adhesions, hematomas, inflammation, fistula formation and recurrence." The instructions for use (IFU) further states: ¿any postoperative infection should be aggressively treated at the earliest possible time. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post operative wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added lot number, catalog number, expiration date and UDI to section d4. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Added health effect clinical codes: e2314 - fistula. E2101 - adhesions. Added health effect impact code: f1903 - device explantation. Field sales associate reported dr. (B)(6) explanted the synecor device, sunday, on (B)(6) 2025. The patient is fine. The surgeon reported, the synecor had not integrated much at all into the abdominal wall. There were some mild adhesions to the bowel, and a small section of bowel had to be removed. There was also a fistula, possibly from the mesh or infection. The ptfe knit was visible and it had scrunched up. The fsa reported, it wasn't possible to determine which side was which. There was a fluid accumulation between the synecor and abdominal wall, which she suspects is more related to the infection than the mesh itself. She believes that the fluid accumulation is more of an issue with the surgery itself. She also believes that the fluid accumulation was the reason why the synecor did not integrate well. The fsa is unsure if the hospital saved the explant for evaluation. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information: field sales associate reported dr. (B)(6) explanted the synecor device, sunday, on (B)(6) 2025. The patient is fine. The surgeon reported, the synecor had not integrated much at all into the abdominal wall. There were some mild adhesions to the bowel, and a small section of bowel had to be removed. There was also a fistula, possibly from the mesh or infection. The ptfe knit was visible and it had scrunched up. The fsa reported, it wasn't possible to determine which side was which. There was a fluid accumulation between the synecor and abdominal wall, which she suspects is more related to the infection than the mesh itself. She believes that the fluid accumulation is more of an issue with the surgery itself. She also believes that the fluid accumulation was the reason why the synecor did not integrate well. The fsa is unsure if the hospital saved the explant for evaluation.

Manufacturer narrative:
H6: codes b14 & c19 - a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.